Event description:
The customer contact reported, a leak below the flush device; subsequently, bleed back in the tubing was noted. The monitoring kit was primed with an unspecified solution. After an unspecified length of time in use, the nurse reported that the waveform on the monitor was "lost" and that blood was backing up into the tubing at this time, it was noted that solution was leaking from the distal safeset port seal. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information provided.

Manufacturer narrative:
The customer indicated the device was discarded.